Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-17916. It was reported that the patient was not receiving effective therapy from their system. It was found that the l4 lead had fractured, causing high impedances, and the l5 lead had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced and a new lead was added at s1. Postoperatively, the patient has effective therapy.